Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, it was found that the device misdiagnosed a sinus tachycardia as a ventricular tachycardia (vt). Inappropriate anti-tachycardia pacing (atp) was delivered. Programming changes were made. The patient's condition was stable before and after the intervention.